Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00122. (B)(6) the device was manufactured between 21jun2019 and 25jun2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. Upon infusion completion, the device had not infused as it was observed to be ¿full¿ the device was filled with 8000 mg flucloxacillin in 230ml of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.